Event description:
As reported for this event by the customer, during preparation for use the device yielded no image. The entire screen was black. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the user¿s complaint of no image was not duplicated. The device yielded a clear good image. However, it is possible that a temporary loss of image can occur for incidental reasons other than device malfunction. Other observations for the device are that distal end rubber coating (a-rubber) is cut and the a-rubber adhesive is peeling. Bending section has frayed wires. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. However it is probable that the circuit board inside the video connector temporarily failed due to the stress on the video connector. Olympus will continue to monitor field performance for this device.